Manufacturer narrative:
Based on the claim against the product by the customer noting tip engagement failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a bent grip, causing side to side misalignment of the grips. There was a 0.030¿ offset at the tips. Common causes of the bent instrument grips tips are typically attributed to the user mishandling/misuse. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint regarding engagement failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the tip-up fenestrated grasper instrument by the customer noting tip engagement failure, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. A follow-up MDR will be submitted once the failure analysis is completed or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is reportable malfunction event due to the following conclusion: the customer alleged the tip-up fenestrated grasper instrument had tip engagement failure and it was unknown if a fragment fell inside the patient during a da vinci assisted proximal gastrectomy procedure. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastrectomy (total) surgical procedure, the tip-up fenestrated grasper instrument tip had engagement failure. There was no patient injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.